Event description:
It was reported that devices were used during a laparoscopic hernia. The devices outer gaskets leaked and one outer gasket fell through the cannula into the patient. The surgeon retrieved the gasket. Another device was used to complete the case. There was no further consequence to the patient.